Event description:
It was reported that a crossfire began to pop, spark and smoke when plugged in. Since the device was connected to a crossflow, it to "blew out". The outlets were checked and determined to be okay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the crossfire console on minor dings and scratches were seen on the exterior of the console. The warranty seal was intact. The fuse tray was removed from the power inlet, using a volt meter the fuses were confirmed to be blown. The crossfire console was opened for a visual inspection of the internal components. Damage to a component was noticed. To avoid further damage to other boards, the unit was not powered on using the damaged power board. A good power board was installed, the crossfire console was connected to power and turned on. The unit completed the power boot up process successfully with no issues. An rf probe, footswitch and formula shaver were connected. Functional tests were performed. All functions were verified successfully. The crossfire console was power cycled several times no errors occurred. In addition the coag/cut functions were verified using saline water, the unit was tested for several hours and presenting no issues. The console passed rf power output test, hi pot and current leakage test. The crossfire console did not present any issues. Probable root cause/s could be for the sparking and smoking is damaged components on the power board. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that a crossfire began to pop, spark and smoke when plugged in. Since the device was connected to a crossflow, it to "blew out". The outlets were checked and determined to be okay.